Event description:
The customer reported via phone call that the insulin pump was making a loud noise. Customer stated they could hear a noise every hour when the insulin pump was dispensing insulin. Customer stated they could hear the insulin pump rewinding. It was also reported the customer had auto off alarms on the insulin pump. Customer stated the alarm had been occurring for months. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing. However, an unexpected motor noise anomaly was noted during the rewind due to a faulty motor. The auto off alarm feature worked properly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.